Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient did not have retention. The event was noted to be resolved as the patient was seen in the clinic on (B)(6)2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Family member said the patient is slowly showing improvement since implant, but they are still having bowel issues and some urinary issues; the caller is having difficulty getting the patient to not push versus relax. Family member said the patient has tried increasing stimulation from 1.3v to 1.9v. At 1.9v, the patient has seen an improvement of having to go so often, but they are still feeling like they need to go more but are unable to go. The family member and his brother are having a hard time understanding what the patient needs and wants; the patient isn't a good historian and is unable to explain what the issue is. Maximum setting, stimulation sensation, and the next steps if increasing stimulation results in discomfort and/or therapy isn't working was reviewed with the caller. No troubleshooting could occur due to lack of access to product. The caller will continue to monitor the patient's symptoms and call back or reach out to the healthcare provider (hcp). No device issue and no further patient complications have been reported as a result of this event.